Manufacturer narrative:
Patient height reported as 5 feet 9 inches. This report is for an unknown 3.5 screws with a length of 12/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2018 due to long screws, short fibula, and unreduced syndesmosis. The patient was originally implanted with a 10-hole tubular locking compression plate (lcp) and seven (7) 3.5 screws with varying lengths on an unknown date. Revision was done and was implanted with a new set of hardware. It was unknown if there was a surgical delay. Patient outcome was not reported. This report is for an unknown 3.5 screws with a length of 12. This is report 3 of 5 for (B)(4).